Event description:
On (B)(6) 2009, the pt reported she keeps getting occlusion messages on her insulin infusion device. To troubleshoot, the pt was instructed to disconnect her infusion set tubing from the headset and run a prime. The device immediately gave an occlusion message. She was then instructed to disconnect the tubing from her device and prime. The device gave another occlusion message. The pt was advised to change her insulin cartridge. She stated, she ran out of cartridges and is reusing her current cartridge. She was advised not to reuse a cartridge, and it was suggested she contact her doctor for an alternate insulin therapy until she received her cartridges. Courtesy cartridges were sent to the pt. On (B)(6) 2009, the pt stated she changed her cartridge but continues to get occlusion messages. She switched to her backup infusion device using the same accessories and she continued to receive occlusion messages. On (B)(6) 2009, the pt stated she continues to receive occlusions but was not currently having one. On further follow up, she stated she has had no further occlusions since she began using her replacement device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.